Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found the sensor cannula broken. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. During troubleshooting, the customer reported that the sensor did not have an electrode. Customer confirmed that the electrode did not break off inside his skin. Customer also stated that the sensor was expired. Blood glucose level at the time of the incident was 153 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.